Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that while attempting the right ventricular (rv) lead implant, the stylet was unable to be advanced. It was then noted that the helix exhibited failure to extend. The lead was not used and a new lead was implanted. The patient was recovering.

Manufacturer narrative:
The reported events of a helix mechanism issue and failure to advance the stylet were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix was able to extend and retract by applying torque directly at the inner coil. The full helix extension length was measured within specification. The stylet insertion test was performed, and the stylet could not be inserted inside the lead due to overtorqued inner coil at the connector region consistent with procedural damage. The cause of the reported events was isolated to blood in the helix region and over torque of the inner coil.